Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available

Event description:
It is reported by the surgeon of the hospital that the exeter shaft broke.